Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5068696. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2010 and unknown mesh was implanted. Following the procedure, the patient¿s pain got worse. The mesh was removed in (B)(6) 2012. It was also reported that the mesh was put back in after the patient was left with a hole in the lower stomach. The small intestine was falling through. The patient had seven hernia repairs, and a hole and the doctor had to go back in three more times to fix the mesh. The patient still cannot hold grandchildren because of stomach pain. It was reported that the patient is on pills that does not help. It is unknown if other mesh was implanted. Additional information has been requested.